Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified stenosis in the mid right coronary artery with mild tortuosity. After placement of a balance middleweight (bmw) universal guide wire, pre-dilatation was performed with a 3.0 x 15 mm trek balloon. A 2nd bmw universal guide wire was placed to increase the support. A 3.5 x 38 mm xience xpedition stent delivery system (sds) was advanced, but due to the two guide wires, the sds could not advance through the 5f guide catheter (gc). One of the guide wires was removed without issue and the sds was able to pass through the gc, but met resistance just before the lesion. The physician was concerned that the stent would dislodge, so the balloon was inflated to 20 atmospheres to deploy the stent proximal to the target lesion. There was also difficulty deflating the balloon. After several attempts, the balloon partially deflated, but the balloon could not be pulled into the gc. The sds, gg and guide wire were removed together as a system. The xience xpedition stent was post-dilated with a 3.0 x 20 mm non-abbott balloon and the target lesion was treated with a non-abbott drug eluting stent. The final angiographic results were good. There was no clinically significant delay in procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: outcomes attributed to adverse events - disability box unchecked evaluation summary: the device was returned for analysis. The reported failure to advance, difficulty to position and difficulty to remove were unable to be replicated in a testing environment as they were based on operational circumstances. The reported deflation issue was unable to be replicated in a testing environment due to the condition of the returned device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.